Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. This increase in shock impedance was observed on both the daily measurements and also during a high-energy shock of 41 joules in (B)(6) 2022. The hospital had increased the upper limit of the shock impedance from 125 ohms to 175 ohms afterwards. However, technical services (ts) could not see any information on troubleshooting tests performed at that time. Complete and robust in-clinic troubleshooting was strongly advised. No adverse patient effects were reported. This lead remains in service. Additional information received indicates a commanded 1.1 joule shock was delivered with impedance 104 ohms. Technical services was consulted and agreed with the decision to adjust the out-of-range impedance threshold to 150 ohms. Close monitoring was recommended.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. This increase in shock impedance was observed on both the daily measurements and also during a high-energy shock of 41 joules in (B)(6) 2022. The hospital had increased the upper limit of the shock impedance from 125 ohms to 175 ohms afterwards. However, technical services (ts) could not see any information on troubleshooting tests performed at that time. Complete and robust in-clinic troubleshooting was strongly advised. No adverse patient effects were reported. This lead remains in service.